Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cement is damaged. There were no patient symptoms reported. There were no further complications reported r egarding the event. Additional information received from manufacturer representative that the therapy involved was vertebral compression fracture which was at the end of the surgery therapied with cement. After the op nurse mixed the pulver with the liquid the liquid gets immediately out of the mixer threw the bottom of it.

Manufacturer narrative:
G2: country of origin is germany. H4 510k (#): please note that this product cx01b-c (xpede bone cement and mixer, EU) is not marketed in the united states; however, it is similar to the united states marketed device cx01b (xpede bone cement mixer kit, us) with 510k (#) k102397. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.